Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported tissue injury was likely due to procedural circumstances. The reported patient effect of tissue injury, as listed in the triclip system instructions for use, is a known possible complication associated with triclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a patient presented with grade 5 functional tricuspid regurgitation, eustachian valve, and posterior leaflet lead restriction for a triclip procedure. The operator decided to switch clip size from an xt to an xtw. While removing the xt, the eustachian valve tissue was hooked to the clip and came out with the clip. The operator was unaware of the tissue attached to the clip until it was removed and observed outside of the anatomy. The procedure was completed with two clips implanted. The tr was reduced to grade 2.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.